Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2012-00893. It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. The 75% de novo target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. During testing of the rotational speed of a 1.50mm rotablator rotalink burr and an unknown rotawire guide wire, the guide wire fractured and the burr became stuck with the wire. There was no patient contact. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the product analysis did not present any indication of fracture, however, visual and tactile inspection performed on the device revealed distal tip bent and foreign material at spring tip side. Further analysis of the portion of foreign material found on the device characterized it as an agglomeration of blue fibers of an organic matrix compound. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. The 75% de novo target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. During testing of the rotational speed of a 1.50mm rotablator rotalink burr and an unknown rotawire guide wire, the guide wire fractured and the burr became stuck with the wire. There was no patient contact. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.